Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 51 mg/dl with severe dizziness and severe headache. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programed basal rates; the pump was calculating recommended bolus totals correctly; it was reported the total daily dose basal history did not match the active basal program for a known and expected reason: cartridge change. It was reported that the bolus history did not match the total daily dose bolus history. This complaint is being reported because the reporter alleged the reported malfunction contributed to the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: a review of the black box showed the delivered boluses matched the total daily dose for the dates of (B)(6). The pump powered on with no issues. A 10 unit audio and 10 unit normal bolus was manually performed and accurately recorded in the bolus history, and bolus total daily dose history. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a two unit per hour basal rate and at the end of testing the basal history correctly showed tow units and the total daily dose showed 48 units. No delivery interruptions or alarms occurred during the investigation. The complaint of the pump's bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. (B)(4).